Event description:
When placed on rotoprone bed, pressure pads are placed on heels, knees, hips, shoulders, face, flanks, sacrum, elbows, heels and bottom of feet. This was done at 0800 with the wound care nurse in attendance. All skin surfaces were intact. At 1600 patient had new deep tissue injuries to bilateral heels. On inspection of hip abduction device that came with the bed, it was noted that the manufacturer's padding on the footboard surfaces was inadequate. The padding is minimal and metal surfaces can be felt all around the edge of the device. This puts pressure on the patient's feet when they are rotated in the bed.====================== health professional's impression======================the padding on the footboard surfaces is inadequate. Hard metal can be felt on all sides of the surface which then causes pressure to the patient's feet when they are "packed" into the bed.====================== manufacturer response for rotoprone therapy system, kci rotoprone therapy system======================the padding was not correct on the heel boards and they were not screwed in properly. The rep has notified their corporate office of this event.